Event description:
A significant increase in (B)(6) results from within an equivalent population was observed by the customer on the advia centaur xp (B)(6) lot # 229 at this facility when performing a lot to lot comparison study. The results are considered discordant when compared to the new lot of (B)(6) and another (B)(6) test method results. There was no known report of adverse health consequences due to the discordant advia centaur xp (B)(6) results.

Manufacturer narrative:
Internal studies have confirmed that this increased (B)(6) rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us : "the resolved specificity of the advia centaur hcv assay was 99.90% (5217/5222) with a 95% confidence interval (ci) of 99.78 to 99.97%". As a result, urgent field safety notice, no. 10811870, was issued to siemens customers outside the us april, 2012. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."